Event description:
Pt's mother alleges she found fluid in the cycler at the conclusion of the pt's treatment. The pt's effluent is clear, but she was given antibiotics prophylactically. Sample has not been returned to MFR for review.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date.